Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. H4 - the subject device was manufactured in september 2019 based on the provided 3 digit lot information. The exact manufacture date cannot be identified since the subject device has only 3 digit lot information. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the reported issue could not be determined. However, the reported event possibly occurred by the following mechanism: an excessive force in the direction for opening was applied to the grasping section. This caused the grasping section to detach from the shaft. Since a force in the twist direction was applied to the detached grasping section, the distal end of the inner pipe broke. As a result, the grasping section fell off. The following information is stated in the instructions for use which may have prevented the event: "should any crack, scratch, deformation, split, protrusion, or partial separating be observed on the probe tip, grasping section, tissue pad, shaft, the surface of the transducer, transducer cord, or transducer plug, do not use them and replace the damaged instrument or the transducer with a spare. Using a damaged device may cause burns due to abnormal output or high-frequency (rf bipolar) current leakage or breakage of the probe tip, the tissue pad, and the grasping section. If the grasping section, the tissue pad, or the probe tip falls off, stop using the thunderbeat immediately and retrieve it by appropriate means.". Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This MDR is being submitted as part of a retrospective review and remediation effort based on enhancements made to the company¿s MDR and complaint handling processes. Capas have been opened to manage the actions that are being taken to remediate this issue and ensure any required MDR reporting is completed. This event is under investigation. A supplemental report will be submitted upon receiving additional information.

Event description:
The customer reported the jaw of the thunderbeat open extended jaw broke off during an open therapeutic hemicolectomy procedure. The customer noted that other thunderbeats were used without problems. The device was discarded at the site by the customer. The procedure was completed with a similar device. There was no reported patient harm or impact due to this event.